Event description:
As reported "port was implanted in the brachium with the catheter placed immediately above the right atrium through the left brachial vein. During injection using the port, marked bleeding was observed and pressure hemostasis was applied to the puncture site. Flouroscopy verified that the catheter had been disconnected from the port and migrated to the right atrium extending from the left subclavin vein."

Manufacturer narrative:
Analysis: the port was returned along with the catheter lock and a segment of catheter measuring 45cm in length. All returned pieces were dimensionally characterized and found to be within manufacturing specifications. The absence of the burnishing marks on the catheter, created by the rubbing of the catheter between the ring of the port outlet tube and the catheter lock indicated that the catheter was not advanced beyond the ring of the outlet tube as directed by the IFU. One of the suture holes had been used. Conclusion: the lack of marking or bruising of the catheter would indicate that the catheter was not advanced over the ring on the connector tubing. Not advancing the catheter past the ring before attaching the catheter is contrary to the IFU.